Event description:
Failure to osseointegrate; significant bone loss around implant. Lower snap-on denture. Good hygiene around the implant, no patient injury. Pain; significant bone loss around implant; bone quality type iii (thin layer of cortical bone surrounding medium density spongy bone (medium/soft bone)); snap-on device; original nobel biocare/nobel procera abutment/implant bridge bar; good hygiene around the implant, no patient injury. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).